Manufacturer narrative:
The customer reported the bed had power cord cut in half with exposed wires. There was no patient/user injury reported. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. The trainer shipped a new power cord in order to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer reported the bed had power cord cut in half with exposed wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).